Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) epicardial lead exhibited rising thresholds, high thresholds and a low impedance. The rv epicardial lead and previous implantable pulse generator (ipg) were reprogrammed and both remain in use to provide back up pacing as a leadless implantable pulse generator (ipg) implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) epicardial lead exhibited rising thresholds, high thresholds and a low impedance. The rv epicardial lead and previous implantable pulse generator (ipg) were reprogrammed and both remain in use to provide back up pacing as a leadless implantable pulse generator (ipg) implanted. No patient complications have been reported as a result of this event.